Event description:
According to the customer contact on (B)(6) 2026, syringe broke while using. Customer contact reported, "syringe broke into several pieces" and "syringe was being used to inject ½ contrast, ½ saline into catheter".

Manufacturer narrative:
According to the customer contact on (B)(6) 2026, syringe broke while using. Customer contact reported, "syringe broke into several pieces" and "syringe was being used to inject ½ contrast, ½ saline into catheter." No serious injuries or medical interventions were reported. No further information is available at this time. A sample has been requested for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Update to h6: investigation findings (c).